Manufacturer narrative:
A ge service representative performed an onsite investigation. The issues were evaluated, parts were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an x-ray generator error message. The kilovolts and milliamperes were abnormal and there were no fluoroscopy images which rendered the system unusable. No patient injury was reported.